Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which included the following information: a customer reported an unspecified reading issue with the freestyle libre sensor in which "he had erratic glucose readings while using this device and that after finger stick testing, his glucose had a 80 point difference from what the freestyle device reported." There was no report of an adverse event or third-party intervention due to the reported issue. There was no report of death or permanent impairment associated with this event.